Event description:
Motion concepts lp received notification from (B)(6) (distributor) on may 09, 2024, regarding an incident involving our wheelchair, which was installed on a rovi x3 power base. The product was sold to the end-user by a dealer in the USA (numotion, windsor mill, md), who was responsible for its maintenance. The end-user reported that while descending a ramp at their home, the right wheel became detached from the rovi base frame structure, resulting in a fall and considerable injury. He stated that there were no prior indications of this issue. Emergency services were called, and he was transported to the local emergency room. Following a CT scan and x-rays, it was determined that he sustained two broken femurs. The end-user relies on the wheelchair for daily mobility. The system in question had been in use for approximately 91 months and was out of warranty.

Manufacturer narrative:
The seating system for the reported base was shipped from motion concepts to (B)(6), the USA importer/distributor for motion concepts, on october 12, 2016, as per dealer requirements. It was then sold to numotion in windsor mill, md, along with the power base, on october 13, 2016. The reported base was manufactured by a third-party manufacturer. The manufacturer has been informed of this incident by our distributor, and we have also provided them with additional information we received. A loaner chair has been provided to the end-user for daily use. This incident was caused by a malfunction of a third-party manufactured product, not a motion concepts product. Since personal injury was involved, we consider this incident reportable.